Event description:
One month after implant of a synchromed pump and catheter, the patient experienced severe headache and an ileus. The headache was diagnosed as a spinal headache due to the procedure and the patient was sent home from the ER. A catheter dye study was performed, which was normal. A head CT showed air pockets inside the patient's head. The patient was admitted and is undergoing serial head CT's. The pneumoencephalopathy seems to be resolving on its own.